Event description:
It was reported that following an implant procedure the patient experienced pain at the midline incision site. The physician examined the patient and believed that the stitch could possibly be too tight around the anchor. The patient underwent a revision procedure where the stitch around the anchor was adjusted. The patient was doing well postoperatively, and the device remains implanted and in service.